Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
It was reported that a clear link system buretrol solution set was observed to have air in the line. When the operating room nursing staff attempted to prime the tubing, past the drip chamber, large air bubbles were observed "entering the tubing". This malfunction was observed when the roller clamp was slowly released. There was no patient involvement; therefore, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): the customer medwatch was not attached to the first follow-up MDR.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. The reported condition of air in the line was not confirmed. Visual examination of the sample showed no signs of abnormality. Functional testing and pressure testing were performed on the device. The device passed functional and pressure testing thereby meeting the specification requirements. No cause was identified, as no evidence of product malfunction was observed.